Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 50 mm in diameter abdominal aortic aneurysm. It was reported that, one year and five months post index procedure an ultrasound revealed occlusion in the right endurant ii stent graft limb. The patient was brought back for an intervention and the physician attempted a declot the stent graft with an angiojet; however, was not able to get the limb opened. The physician stated that the top cap of the occlusion/clot was too dense to open. A fem-fem bypass was performed and blood flow was restored. The physician stated that the patient has an underlying "clotting disorder" and that is the cause of this patient's issues. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: the exact cause of the reported limb occlusion could not be conclusively determined from the pre-implant cta's provided. The films at implant, films that showed the limb occlusion, and films during the secondary intervention were not provided. From the pre-implant cta's provided, the right common iliac artery was non-tortuous but was small in diameter, with ID ranged from 7-5-5-4 mm. Moderate amount of thrombus was observed within the aneurysm sac. It is possible that implanting the limbs within small common iliac arteries along with pre-implant thrombus may have contributed. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. (B)(4).

Manufacturer narrative:
Corrected information: sex, date of birth. No eval explain code. If information is provided in the future, a supplemental report will be issued.